Manufacturer narrative:
(B)(4). Date of manufacture: the date of manufacture is of the spare pcb to which the fault was isolated. Method: the pcb of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in (B)(4) for investigation, where it was visually inspected and had the buzzer coil resistance measured. Results: visual inspection revealed no signs of impact damage to the returned pcb. The pcb did not generate an audible alarm. The buzzer was found to be non-operational due to the coil resistance being open circuit. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that the audible alarm of an mr850 respiratory humidifier was not working. There was no reported patient involvement.